Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of t wave oversensing was not confirmed in the laboratory. The device was tested on the bench and using automated test equipment and no anomalies were found. The cause of the oversensing could not be determined.

Event description:
It was reported that during follow up t-wave oversensing was observed. A and v leads showed abnormal sensing. During a lead revision the device was explanted and replaced.